Manufacturer narrative:
Citation: scislo p et al. Valve-in-valve treatment of dysfunctional aortic bioprostheses ¿ single-centre experience. Postepy kardiol interwencyjnej. 2018; 14(4): 425¿428. Published online 2018 dec 11. Doi: 10.5114/aic.2018.79872. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding valve-in-valve implant inside of degenerated surgical aortic bioprostheses. All data were collected from a single center. The study population included 8 patients (4 male and 4 female, mean age 68.8 years), 3 of which were previously implanted with medtronic surgical bioprosthesis (2 mosaic and 1 hancock ii) and all 8 of which were implanted valve-in-valve with a medtronic transcatheter bioprosthesis (7 evolut r and 1 corevalve). No serial numbers were provided. Two mosaic (pli-10) and one hancock ii (pli-20) surgical bioprostheses were noted with structural valve degeneration defined as deterioration of the valve¿s leaflets/structures resulting in narrowing/thickening, calcification, tearing, or disruption of the prosthetic valve materials with or without hemodynamic dysfunction. No other details were provided regarding these three bioprostheses. Patient #1, (B)(6) year-old female who received a corevalve (pli-30) implanted inside of a homograft surgical valve, was noted with severe intra-valvular regurgitation due to leaflet rupture at 64 months post-implant. The patient had end-stage chronic renal failure, co-morbid diseases and general fragility, so conservative treatment was chosen without further surgical intervention. The patient later died due to multi-organ failure. In patient #2, a (B)(6) year-old female who received an evolut r (pi-40) implanted inside of a medtronic hancock ii surgical valve, the location of the bioprosthesis frame was atypical and positioned at 45 degrees from the medial aortic line, which resulted in suboptimal transcatheter bioprosthetic valve deployment. The valve-in-valve transcatheter bioprosthetic valve implant in this case was complicated by early patient-prosthesis mismatch. No further intervention was reported. No additional adverse patient effects or product performance issues were reported.